Manufacturer narrative:
Initial reporter name and address: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors were leaking from an unspecified location. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: upon further clarification, the leak occurred with one (1) device for this event. H4: the lot was manufactured from april 4, 2022 - april 5, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.